Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed an inaccurate battery remaining level of 100% after being implanted for approximately 8 years. A save to disk was sent in which confirmed that the device had reported an inaccurate battery status. The device will continue to be monitored and remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As of today the device has not been returned fro analysis. Should the device be returned and analyzed, this report will be updated.

Event description:
Subsequent information indicates that the device was explanted. There were no adverse patient effects reported.